Event description:
High thresholds and loss of capture were reported for this lead. The associated device was reprogrammed to vvi. No adverse pt events have been reported and no add'l info is available at this time. Should add'l info become available, this event will be updated.